Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was very hard to press. The customer's blood glucose level was unknown. The customer also reported that the time advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.